Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the drainage catheter disconnected from the hub during the procedure. Customer said that it seems like it was not tightly attached. They completed procedure with another device. They reported that this has now occurred a couple of times but would not confirm dates. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.